Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 454 mg/dl with symptoms of dehydration associated with a motor issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that that piston rod in the pump was not retracting. The reported bg excursion does not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2016 with the following findings: a review of the pump¿s black box revealed no evidence of motor alarms. The ez-prime sequence was performed correctly. A 200u cartridge with a fully pulled plunger was able to fit to the cartridge compartment after a rewind operation. There was no rewind issue or warning occurring during the investigation. The pump cover was removed and there was no intermittent condition found to the motor flex/assembly. The rewind issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was observed to be cracked.